Manufacturer narrative:
Additional information : the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that IV (intravenous bags) were unable to be spiked by an unspecified number of clearlink continu-flo solution sets; further described as ¿in some cases, the set broke when trying to spike the bag¿. The bags contained 250 ml 0.9% sodium chloride (nacl) solution. This was identified prior to use. There was no patient involvement. No additional information is available.